Event description:
It was reported the pt's wound dehisced at the old scar with the pump visible but working fine. The pt is a diabetic and benifited a great deal from the pump therapy and thus the hcp tried his best to salvage the pocket. Common skin flora was cultured at the wound site and they assumed infection and treated prophylactically with antibiotics due to dehiscence, but the device system was explanted due to erosion. The pt is reportedly healed. The pt was on compounded baclofen, 150 ug/day, 250 ug/ml and morphine, 24 mg/day, 40 mg/ml.

Manufacturer narrative:
Final device analysis revealed a hole in the catheter, 1.7 cm from the distal end at a narrowed area of the catheter.